Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while filling the infusion set tubing, insulin was not observed exiting the tubing. The customer changed out the infusion set and cartridge. Insulin delivery was resumed. Blood glucose was not impacted.